Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined. As the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email, that (2) ar-8934bcnf-00 biocomposite suturetak anchors broke. This was discovered during a brostrom procedure on (B)(6) 2023. No further information was provided. Additional information requested.